Event description:
It was reported that prior to an unk procedure, the device was attached to the harmonic scalpel handpiece and the devices buttons would not activate the device to work. A second harmonic handpiece was opened and the device was attached to it and still the device did not work. Then a second device was opened and it worked without any difficulty. The fault occurred prior to being used on the patient.

Manufacturer narrative:
Cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. A solid tone was noted. The indentified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."